Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit and that applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, after performing pre-dilatation, a 3.0x38 rx xience prime stent delivery system (sds) was advanced toward a heavily calcified, de novo lesion in the mildly tortuous mid right coronary artery, however, the rx xience prime was unable to cross the lesion due to patient anatomical conditions, force was applied, and the stent subsequently dislodged from the balloon. The rx xience prime sds was withdrawn from the anatomy without resistance. An unspecified snare device was used to remove the dislodged stent from the anatomy. Another 3.0x38 rx xience prime sds was able to cross the lesion. There were no reported adverse patient sequelae and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.